Manufacturer narrative:
This report is based on information provided by a philips field service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the m3535a (heartstart mrx monitor/defib) indicating that the device does not turn on. The event was outside of use and there was no reported patient nor user harm. The device was evaluated onsite, the device turns off and does not turn on. Turning the therapy knob and reconnecting the power does not turn on the device. The processor board printed circuit board (pca) was replaced to resolve the issue. The malfunctioned component is not expected to be returned to philips for additional investigation as it will be scrapped if returned to philips as defective. The device remains at the customer's site and was returned to service. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx monitor/defib does not turn on. There was no reported patient involvement.